Manufacturer narrative:
Initial reporter city: (B)(6). The synergy xd mr ous 3.50 x 24 mm stent delivery system, catheter was returned for analysis inside a 6f extension guide catheter. The device could not be removed proximally from the guide extension. The device was cut at the strain relief and removed through the distal end of the guide extension. A visual examination of the stent found that the stent was damaged with stent struts from the mid-section rows lifted and pulled distally the undamaged crimped stent outer diameter was measured using snap gauge within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the length of the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 16-aug-2021. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. Following thrombus aspiration, pre-dilatation was performed with a 2.5mm balloon resulting in 50% residual stenosis. A 3.50 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The stent was advanced again with a guide extension catheter but stent delivery was difficult and the device was removed. The procedure was completed with a different device. There were no patient injuries reported. However, returned device analysis revealed stent damage.